Manufacturer narrative:
Concomitant medical products: dtmb1q1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d), and right and left ventricular leads were explanted due to a pocket infection. A single chamber implantable cardioverter defibrillator (ICD) and new right ventricular lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.